Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) device analysis found no anomalies.

Event description:
It was reported the patient had a cardiac pause due to atrial oversensing, and that threshold had increased. The device was reprogrammed to an atrial asynchronous pacing mode. The device was removed and replaced. No patient complications have been reported as a result of this event.